Manufacturer narrative:
Sw 2.9d. Unit not received in manufacturing mode. Unit passed sleep current measurement, active current measurement and selftest. Multiple unexpected pump error 41 alarms during priming due to moisture damage on motor assembly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 41 alarms. No power error 25 alarms, pump error 24 alarms, replace battery now alarms noted in the pump trace download or during testing. No unexpected battery power loss anomalies, low battery alerts or replace battery alerts noted in the pump trace download or during testing. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, damaged keypad overlay texture, stained keypad overlay buttons, peeling end cap address label, cracked reservoir tube lip, cracked retainer, corrosion on force sensor assembly and corrosion on battery tube. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had pump error alarms on insulin pump. The customer's blood glucose was 18 mmol/l. The customer stated that they can rewind but was unable to load. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.